Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the clamping pulley. As a result of the full break, functional testing for motion related issues cannot be performed. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.